Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported following an unrelated procedure where ipg was not placed in surgery mode received the message cannot connect to generator. Company representative met with patient for trouble shooting was able to recover ipg and create an effective program.